Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the device alarmed lost sensor. The customer inserted the sensor and has not had any communication for a day. The customer's blood glucose was 159mg/dl. Customer stated the pump is not communicating with the transmitter. Customer attempted to find lost sensor many times and it keeps alarming lost senor. Customer stated the sensor had a bent cannula.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test and the sensor failed the test. Found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.